Event description:
It was initially reported by the site that they have a problem with their wand. The wand is no longer working. Wand's battery was changed and it worked for 24 hours, but then it stopped working. Replacement wand was sent to the site. Good faith attempts to obtain the old wand back to MFR for product analysis has been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.